Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and showed no evidence that pointed to the issue reported. During analysis, the problem that the customer reported was duplicated. On power-up, the pump started double beeping (single tone) during the self-test portion of boot sequence. In manufacturing utility mode, the cassette detect sensor was shorted caused by a defective downstream occlusion sensor (dso). Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information: date of event. Additional information received by smiths medical that there was no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump was emitting double beeping sound. No adverse effects reported.